Event description:
It was reported that customer was driving (B)(4) power chair and had let go of joystick and the chair continued to accelerate and ran her into a bench. By running into the bench, it caused a gash 2 inches deep in left shin. Customer states that she has polio and it causes her skin to be paper thin. Customer reports that after the incident, the wound got infected. Customer went to doctor 7 days later, gave her antibiotics. She will be returning to doctor for more antibiotics because it didn't work first time. Polio causes it to spread per customer.